Event description:
It was reported the case is broken and damaged. The device was returned for repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the upper and lower case was broken. It was also noted that the battery release was contaminated, two bail covers were missing, the battery contacts were compressed, two side bails were missing, the ring was missing, the battery drawer was missing, the keyboard pad was contaminated, the display was missing pixel segments and the main printed circuit board (pcb) was contaminated. (B)(4).